Event description:
It was reported that a lead integrity alert (lia) was triggered due to short interval counts (sic) and non-sustained tachycardia oversensing on the right ventricular (rv) lead. There was also noise noted when the patient laid on their stomach. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance information was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Eight non-sustained tachycardia (nst) episodes with v-v intervals <(><<)>200 ms occurred between (B)(4) 2014. 41 sic/day since last sessions 2 days before. Lead failure predictor triggered on (B)(4) 2014 for v-sics and nsts. (B)(4).